Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-01651. It was reported that the patient experienced ineffective stimulation since implant. Reprogramming was attempted but did not restore effective stimulation. In turn, patient underwent surgical intervention on (B)(6) 2020 wherein the entire scs system was explanted. No new products were implanted.